Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital as an outpatient for heart cath. During interrogation it was noted that the ICD was undersensing with ventricular pacing on t wave. Device interrogated and presenting rhythm was showing ventricular noise causing noise reversion. Patient had lvad placed in (B)(6) 2020. Device noise was noted from lvad. The device was reprogrammed. After low frequency attenuation was turned off this cleared up noise being sensed from lvad. No further noise noted. The patient was stable and discharged home.